Manufacturer narrative:
The insulin pump passed sleep current measurement, active current measurement and selftest. Pump trace download analysis confirmed unexpected replace battery alerts. No unexpected low battery alerts in the pump trace download or during testing. No replace battery now alarms in the pump trace download. Pump trace download analysis confirmed the pump alarmed replace battery alerts. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed replace battery alerts due to connector resistance j6/pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. The pump was received with missing retainer. Unable to perform displacement test due to missing retainer. The pump was received with partially broken off reservoir tube lip, missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, missing display window cover, pillowing keypad overlay, peeling keypad overlay, cracked case on battery tube area, cracked battery tube threads, stained serial number label, peeling end cap address label and corrosion in battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had alarm occurred less than 10 hours from low battery. The blood glucose at the time of the incident was 87 mg/dl. The device was returned for analysis.